Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as no information was reported regarding this. The customer reverted to an alternate method of insulin therapy.